Event description:
It was reported that there was an issue with the product ga849 - elan 4 electro craniotome 2-ring. According to the complaint description, the multifunctional handle of motor system did not rotate during craniotomy hematoma evacuation. The device could not be used for cutting the skull. The skull could only be cut by using a hand wire saw, which prolonged the operation time. Additional medical intervention was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: without a product or pictures, a thorough investigation cannot be performed. Device history review: there are no similar complaints with this batch number in the system. The device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. Conclusion and preventive measures: the cause of the defect/deviation complaint by the customer is not traceable and cannot be determined without the product. There is no indication of a material or manufacturing error. Root cause cannot be finally concluded. Therefore the root cause specific risk cannot be identified. The potential risk determined during initial vigilance evaluation remains valid. Based upon the investigation results, a CAPA is not necessary.